Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump indicated a data log corruption. The customer reverted to a backup insulin pump for insulin therapy. Customer¿s blood glucose level ranged from 104-105 mg/dl.